Event description:
The customer reported the generation of erroneous ion selective electrode (ise) patient results on their au5800 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.

Manufacturer narrative:
Beckman coulter customer technical specialist (cts) assisted the customer over the phone with their issue involving the au5800 chemistry analyzer, and advised the customer to perform a manual enhanced clean and recalibrate. The customer called back and a beckman coulter field service engineer (fse) guided the customer in troubleshooting. The fse had the customer replaced all the electrodes and reference electrodes. The customer states that there were not further issues after replacing all of the electrodes. Information not provided by customer. The beckman coulter internal identifier is case-(B)(4).